Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The reported receiver was returned for investigation. The complaint was not confirmed and a new issue was observed. The receiver's meter case was visually inspected. A crack around the battery area was observed. No reading issue was observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the reported treatment is inconsistent with the reported blood glucose readings. Multiple, unsuccessful, attempts have been made to gather additional information regarding this event.

Event description:
A customer's father reported that on (B)(6) 2010, he checked his son's blood glucose on his freestyle navigator continuous monitoring system's built-in freestyle meter and received a reading of 400 mg/dl, which he compared to a competitor's meter result of 135 mg/dl, (received "at the same time"). He further reported his son was tremulous and was experiencing "low glucose". It was further reported customer's father administered a glucagon injection and noted it was given between the reading of 400 mg/dl and the reading of 135 mg/dl. There was no report of death or permanent injury associated with this event.